Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that pt is seeing "settings not available" on their controller this morning. Pt rep said they tried to reset the controller and the pt still was seeing this message appear on their controller after reset. Pss asked pt rep if they tried increasing stimulation in other groups; pt rep said that there is only group a with 2 programs and in both programs they get the message "settings not available" when they try to increase or decrease stimulation. Pt rep said that "they had it replanted recently because it was too close to the spinal cord and there was pocket pain" and the implanting doctor was (B)(6). Pt said this surgery was done about 3 to 4 months ago. Pss redirected pt rep to pt.'s hcp and sent email to medtronic reps for visibility. Pt rep said that the pt needs to be seen today for this issue because the pt "won't be able to move"; pss understood this as the pt would not be able to move without their therapy that they use for pain. Pss closed case.

Event description:
A patient representative reported that the implant caused pain while walking as it was right where the patient's pant line was. It was noted that the pain from this was worse than the pain that the patient was implanted for. The cause of the device being too close to the patient's spine is unknown. It was noted that the issue started around (B)(6) 2020. The patient noted that since the revision, the pain is much better even with pants on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was located in a painful area over the spine. The patient had a pocket revision and the issue was resolved.